Event description:
It was reported that the tip of the inserter broke off into the tulip head while inserting the screw. Screw could not be engaged to back it out so the surgeon burred around the screw shaft to remove and replace the screw. Patient outcome: no adverse effect reported as a result of this event.